Event description:
The distributor repoted to co that in may 2001 a shunt was implanted and explanted 10 days later. "The claim is that the valve doesn't drain well."

Event description:
The distributor repoted to co that in may 2001 a shunt was implanted and explanted 10 days later. "The claim is that the valve doesn't drain well."